Manufacturer narrative:
The analysis of the device log showed that observed behavior was a device restart due to a problem within the power supply. The restart was performed to solve the temporary problem. In case of a restart an audible alarm is posted by the device. During the restart the device briefly powers off and then back on. During this time (8 seconds), the evita emergency breathing valve is open allowing spontaneous breathing. The device has behaved as specified for this kind of failure. The device has been repaired by replacing the power supply and is in service since that time. The failure rate of the power supply is low and therefore accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation was started. The results will be transmitted within a follow-up report.

Event description:
It was reported that the device failed whilst ventilating a patient. No injury reported.